Manufacturer narrative:
(B)(4). The facility has communicated that the device is not available for investigation. A complaint history review was conducted on the catalog number in question from 26-jul-2018 to 01-aug-2019. Since catalog number is unknown it cannot be related to any complaint for same catalog number and same issue. A device history review could not be conducted since the lot number nor product code was provided. No corrective action can be implemented due to the lack of product code and batch number to perform a proper investigation to determine a root cause. The customer complaint cannot be confirmed based only on the information provided, to perform an investigation and determine the source of defect reported it is necessary to evaluate the sample involved on this complaint. An attempt to duplicate the failure mode was made but at the time there is no inventory of the involved product code available at the facility nor is being manufactured at the time. If the sample becomes available this investigation will be updated with the evaluation results. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the string of the capio suture broke off/detached during operation. The doctor has been working at (B)(6) hospital since (B)(6) 2019. Before that, he worked at (B)(6) medical cube. Since the time of occurrence of this event is unknown, it is unclear at which facility the event occurred.

Event description:
It was reported that the string of the capio suture broke off/detached during operation. The doctor has been working at (B)(6) hospital since (B)(6) 2019. Before that, he worked at (B)(6). Since the time of occurrence of this event is unknown, it is unclear at which facility the event occurred.

Manufacturer narrative:
Qn#(B)(4). The device history record of batch number 74l1700792 has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. (B)(4) was issued for another condition that is not related to the failure mode reported. DHR shows that the product was assembled & inspected according to our specifications. A corrective action cannot be implemented at the time since the sample involved in the complaint notification was not sent for analysis. Customer complaint notification cannot be confirmed since the product sample involved in the customer complaint was not provided to perform a proper investigation and determine a root cause. An attempt to duplicate the failure mode was made but at the time there is no inventory of the involved product code available at the facility nor is being manufactured at the time.